Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2010. A subsequent revision was performed (B)(6) 2012, due to acetabular cup loosening and fluid consistent with an adverse reaction to metal debris. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 1 states, "material sensitivity reactions." Evaluation of the explanted device found the head and cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. Dimensional evaluation found component to be within appropriate design specification. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-00076, 03794 / 03795).